Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention was undertaken where in the ipg was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.